Manufacturer narrative:
Method: a visual inspection was performed and photographic images were taken. The device history record was evaluated. The directions for use were evaluated in conjunction with the user conditions. Results: based on the analysis performed, when samples were received in the lab, it was noticed that sample number five's dust cover had a tear in it. It is unk how it was torn. As resulted of this incident the latex was exposed at the proximal end of the pump. Based on the DHR review, there were no ncrs or reworks during product mfg associated to the reported condition. The production lot met all mfg and quality specifications. Conclusion: the assignable cause of the latex being exposed, is attributed to the pvc being torn. The root cause of this incident is unk. This incident has been included in our complaint handling database, which we actively monitor and trend to ensure we react quickly and effectively to the experiences reported from the use of our products. Based on this investigation the complaint was confirmed.

Event description:
Drug/diluent: 5-fu medac 2160 mg. Fill volume: 125 ml. Flow rate: 5.0 ml/hr. Procedure: na, cathplace: na. The customer reported that the fill port's were cracked and damaged due to using high exertion of force during filling of the pump. No pt contact. Upon the review of reported products on (B)(4) 2013, it was found that one of the broken fill ports no longer had a top snap cap attached. It is unk when this occurred as it was not part of the initial reported complaint. Due to the potential of latex exposure, I-flow is reporting this incident.